Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken piece still attached to the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. For clarification, no cables/wires were found to be broken as reported by the customer.

Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, the 8mm permanent cautery hook (pch) instrument cable was observed to be broken. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the instrument was inside of the patient, but no fragments fell into the patient. There were no collisions reported.